Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that impedance values for all combinations on the right side were high; values were 1946 ohms. On the left side, impedances for combinations c & 0 and c & 3 were high.; values were 1832 ohms. There were no environmental / external / patient factors that may have led or contributed to the issue. It was also stated that no diagnostics, troubleshooting, or actions/interventions were performed. The cause of the high impedances was stated to be unknown and the issue is ongoing. No symptoms were reported. Additional information received reported no setting changes had been performed for the left. No future actions such as device replacement was planned. There were no subjective symptoms. At the time of report the physician had not suspected lead fracture. If the condition of the impedance was to deteriorate and if there were further issues, there would be an operation to check/confirm if there was lead fracture. Reference manufacturing report # 3007566237-2017-00309 for report on other ins.